Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had missing segments due to an open connector. The insulin pump was received with a cracked display window, a cracked case at the display window corners, and a cracked case at the reservoir tube window corners.

Event description:
It was reported that there was a button error. The blood glucose reading was not known. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.